Event description:
As reported by a field clinical specialist, approximately 1 year post tavr (date of implant and valve serial number unknown) with a 23 mm sapien 3 ultra valve, the valve recoiled with increased velocities and gradients. As a result the valve was dilated with edwards commander delivery system with +1cc added to the balloon. Improved velocities and gradients noted on tte.

Manufacturer narrative:
The investigation is ongoing.